Manufacturer narrative:
Covidien has requested the device be returned for evaluation. (B)(4).

Event description:
A customer in the united kingdom reported that when opening a tracheostomy tube box marked size 6.0pdl the tube inside the box packaging was actually labelled as a size 6.5pdl. There was no patient involvement.